Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The distributor performed a checkout of the equipment and confirmed the reported complaint. The ge field engineer instructed the hospital biomed to reset the connection of the flow sensor to resolve the issue.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.